Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) having warming issue was not reproduced during functional testing; however was confirmed on the analysis of the event log. Probable root cause is the fluctuation of the temperature of the patient during the treatment. No device malfunction. Upon visual inspection the prime switch cover was missing. This observation is not related to the reported event. Functional testing was performed and no issue was observed. The console passed all tests. During analysis of the event log, during rewarming of the patient in controlled rate mode there was a fluctuation in the temperature. However the console was performing within specification during the whole treatment.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) was used for ivtm therapy. The patient completed the cooling phase of the ivtm treatment. Prior to initiation of rewarming, the patient's temperature was 34.85 degree celsius. The console was set to a controlled rate of 0.1 degree celsius/hour for rewarming, however the patient's temperature did not increase for 5 hours. Additionally, the physician used a temperature probe in the patient's bladder (bard, size 14fr). The ivtm treatment was continued with the same system until the completion of patient treatment. No known impact or consequence to patient information.